Manufacturer narrative:
Trackwise # (B)(4). The device was returned to the factory for evaluation on 06/12/2023. An investigation was conducted on 06/29/2023. A visual inspection was conducted. Signs of clinical use and evidence of blood was observed on the jaws. There were no visual defects observed on the heater wire. There were no visual defects observed on the clear silicone insulation on the hot jaw. The clear silicone insulation on the cold jaw was observed to be peeled back, exposing the metal portion of the cold jaw. No other visual defects were observed. Based on the returned condition of the device, and the no specific failure reported, the analyzed failure "peeled; delaminated; jaw" was observed. A lot history record review was completed for lots 3000317674, 3000314220, and 3000316987 the last 3 lots shipped to the account prior to the event/aware date. For lot # 3000314220- there were ncmrs , rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure.

Manufacturer narrative:
Trackwise ID (B)(4). The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure there was a problem with the vasoview hemopro 2. No procedural delay. No known harm to the patient.